Manufacturer narrative:
The insulin pump failed the displacement test. Unit had constant motor error alarm during rewind due to motor encoder disk out of phase.

Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.